Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reported issue was identified prior to reprocessing, and it was also inspected. It was black broken cable. The probable root cause of the reported conductor wire damage cannot be determined based on the information provided and failure analysis results. Furthermore, the probable root cause of the grip cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to start of da vinci-assisted prostatectomy surgical procedure, the fenestrated bipolar forceps was found to have damaged conductor wire. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.